Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
The physician struck the tibial insert and damaged the anterior locking tab. Another insert from the same lot was implanted with no issues.